Event description:
Event description cpi received information that this patient's pacing system was replaced due to infection and pocket erosion. During the procedure, a minor perforation occurred during implant of the new ventricular pacing lead.